Event description:
According to the initial reporter: filter deployment on jug, the deployment release mechanism was getting caught on the filter hook while the physician was trying to release the filter. The procedure was able to be completed by using the device. The event it caused the filter to tilt, therefore the physician had to use a cook, gtrs-200-rb retrieval set to readjust the filter. Additional information received 23dec2024: there were no issues when releasing from the fem system and loading onto the jug system. Re-sheathing over the filter with the jug system went smoothly.